Event description:
It was reported that approximately 3 months following the implant of the implantable cardioverter defibrillator (ICD) system the patient presented to the hospital with paroxysmal ventricular tachycardia (vt). Heart rate was approximately 110 beats per minute. The ICD was interrogated and all parameters were within normal range. It was further reported that the patient was in the critical careunit due to a coma. The patient died 3 days following admission to the hospital. Per the physician the cause of the coma was right ventricular (rv) heart failure and was not related to the ICD system. However, it was reported that the family had doubts. No additional information was available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).